Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The devices were returned for inspection and the event was confirmed. Our visual inspection and evaluation has shown that the coupling is indeed defective on these hand pieces. The examination has showed that the locking balls in the handle hit the back side of the coupling bit and this can lead to material clogs. In the event of severe buckling the bits can no longer be removed. In further investigations of the other handle we found that the locking bolts on the other coupling are so severely bent that the coupling piece can no longer be uninstalled. Conclusion: due to the responses from the market and in striving for constant product improvements, this article is currently being subject to further internal analysis and a CAPA determination request has been initiated in order to find the failure cause and propose corrective and preventive actions and in order to evaluate a design update. A review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
It was reported that the coupling on both hand pieces is defective. The mechanism jams during use and cannot be released by light hammering. This causes damage to the hand piece attachments, the chisels. There have been a number of complaints in this regard. No further information was provided. This is report 1 of 3 for complaint (B)(4).